Event description:
The hospital staff attempted to admininster several shocks to a patient diagnosed in cardiac arrest. The device allegedly failed to delivery energy to the patient on each attempt. This opinion was based on a lack of patient muscular reaction to the shocks. A backup defibrillator was made available and used. The patient was resuscitated. There were no adverse affects to the patient reported.